Event description:
Information was received from a manufacturer representative (rep) regarding a clinician application. It was reported that during the cases the rep was working on, the synchromed ii app and intellis app was showing a "communication was interrupted" message while reading implant. Rep had to restart application a few times for the message to go away and for the application to work like normal. This issue began after they updated the medtronic communication manager app. It was unknown if external factors were involved and no diagnostics/troubleshooting were performed. They checked that all applications on the tablet were up to date on airwatch and checked that all profiles were installed. They will call back later if the issue persists. It was unknown if the event was resolved. Additional information was received from the company representative who reported that the cause of the communication issue was not determined, but it had not been noticed since.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial#: unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.